Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 25-oct-2015. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ severe and persistent pain/ pelvic pain/ pelvic pain all day everyday') and staphylococcal skin infection ('rash or skin conditions(staph infection)') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included staphcillin. The patient's medical history included live birth on (B)(6) 2011, live birth in 2009, gravida ii, type 2 diabetes mellitus, chlamydial infection and sexually transmitted infection. Patient denies amenorrhea. *her current weight was (B)(6). Approximate weight at the time of essure placement was 180. Hsg result that she would no longer get pregnant, she shouldn't have any problems from essure and it would not make her weight gain. On (B)(6) 2012 and (B)(6) 2012 essure confirmation test was done. (Discrepancy in dates). Previously administered products included for an unreported indication: toradol. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax), bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2016, gabapentin from 2015 to 2016, liraglutide (victoza) from (B)(6) 2016 to (B)(6) 2016, metformin from (B)(6) 2016 to (B)(6) 2016, norethisterone (micronor), oxycodone, phentermine (adipex) from (B)(6) 2016 to (B)(6) 2016 and povidone-iodine. On an unknown date, the patient started staphcillin at an unspecified dose and frequency. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced staphylococcal skin infection (seriousness criterion medically significant) with furuncle, 15 days after insertion of essure. In 2012, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ fatigue constant during the day/ I'm always tired"), amenorrhoea ("menstrual cycle stopped/ haven't had a period since november/ no period") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss¿(gain)/weight gain/ I've gained 75 lbs in almost a year because of this crap/ extreme weight gain"). In (B)(6) 2012, the patient experienced visual impairment ("vision problems / vision/eye problems type: vision/ vision issues,need glasses"). In 2013, the patient experienced tooth loss ("dental problem/ I've lost every molar on the upper left side. And have decaying teeth now"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition-acid reflux") and nausea ("nausea"). On (B)(6) 2013, the patient experienced white blood cell disorder ("blood disorder/ high white blood cell count/ elevated white blood cell count"). In (B)(6) 2013, the patient experienced cardiac disorder ("heart disorder"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced eye disorder ("eye problems"). On an unknown date, the patient experienced pain ("hurt everyday/ physical pain/ general body aches"), dental caries ("I've lost every molar on the upper left side. And have decaying teeth now/ teeth rottening"), back pain ("back pain/ this pain...it started in my back and worked its way to my side. And now its in my ovary area/ terrible lower back pain/ severe back pain"), uterine pain ("I feel like my uterus is falling out"), abdominal distension ("my e-belly. So ugly and big./ severe bloating"), adnexa uteri pain ("this pain...it started in my back and worked its way to my side. And now its in my ovary area"), abdominal pain ("I'm having the worst abdominal pain ever right now"), irritability ("irritability"), lymphadenopathy ("swollen lymphnodes"), hypometabolism ("low to no metabolism"), scar ("my underarms are scarred") and arthralgia ("hip pain") and was found to have hormone level abnormal ("hormonal changes") and fallopian tube leiomyoma ("I have a fibroid on my right tube that's the size of a grapefruit"). The patient was treated with hydrocodone, ondansetron, ranitidine and surgery (hysterectomy scheduled on (B)(6)). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, staphylococcal skin infection, pain, cardiac disorder, white blood cell disorder, tooth loss, dental caries, dyspareunia, fatigue, gastrooesophageal reflux disease, alopecia, hormone level abnormal, amenorrhoea, migraine, headache, nausea, vaginal discharge, visual impairment, eye disorder, weight increased, back pain, uterine pain, abdominal distension, fallopian tube leiomyoma, abdominal pain, irritability, lymphadenopathy, hypometabolism, scar and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, amenorrhoea, arthralgia, back pain, cardiac disorder, dental caries, dyspareunia, eye disorder, fallopian tube leiomyoma, fatigue, gastrooesophageal reflux disease, headache, hormone level abnormal, hypometabolism, irritability, lymphadenopathy, migraine, nausea, pain, pelvic pain, scar, staphylococcal skin infection, tooth loss, uterine pain, vaginal discharge, visual impairment, weight increased and white blood cell disorder to be related to essure. The reporter commented: the number of coils noted were 3 on the left,and 3 on the right. It was reported that she would like to schedule hysterectomy for pelvic pain. Date of essure placement procedure: 40897(as written) discrepancy in date of insertion (B)(6) 2011 and (B)(6) 2011. Essure confirmation test date: (B)(6) 2012 / (B)(6) 2012( date discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results:total bilateral occlusion.. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 8 and 9 processed together. Social media content received : incident category updated. Reporter added. Events added- abdominal distension, fallopian tube leiomyoma, adnexa uteri pain, abdominal pain, irritability, lymphadenopathy, hypometabolism, scar, pain in hip. Event ¿tooth disorder¿ updated to events ¿tooth loss¿ and ¿dental caries¿. Severity of back pain and headache updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.